Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 580 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer felt symptoms of nausea and vomiting. The customer stated that the insulin pump was not working as designed but did not specify what the issue was with the insulin pump. It was unknown what caused the high blood glucose. The customer did not return the product back for analysis.